Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. The alleged cartridge issue was unable to be verified due to the cartridge not being returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and a new was loaded cartridge. Subsequently, a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 102-103 mg/dl .